Manufacturer narrative:
(B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) that a patient receiving lioresal (baclofen) (concentration 2000 g/ml, dose 772,5 g/day) for an unknown indication had a motor stall occur on (B)(6) 2015 at 05:36 as indicated by pump logs. The motor stall occurred without any possible electromagnetic interference (emi) as a root cause. The hcp decided to perform an immediate replacement due to expected withdrawal syndrome since "there was no adequate oral medication possible". The replacement was scheduled for (B)(6) 2015. The outcome of the event was not reported.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; stall due to shaft-bearing and corrosion and/or wear and/or lubrication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.